Event description:
The device was received for service (preventive maintenance). During service testing, failure code 814:01 was found in the event history for all 3 channels.

Manufacturer narrative:
Evaluation summary: the device evaluation was completed and failure code 814:01 was confirmed (in the event history) on all 3 channels due to potentially damaged batteries (10 alarms below threshold). Baxter service technician installed new main batteries and tested the device. A review of the complaint history revealed similar reports have been received for this product and the reported issue. This issue is being investigated under CAPA.